Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was coming off the rail. A field service engineer (fse) shut down the station, then removed the drawer 4 and replaced the drawer rails, then reinstalled the drawer, then tested the drawer in hardware test application and the drawer was functioned correctly. Fse ran acceptance test successfully, then restarted the application. After that the customer was able to access the drawer and inventory the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary kept getting stuck and the metal rack was coming off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.